Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency and route were not reported) for peritonitis. At the time of this report, the patient had recovered from the peritonitis and pd therapy was ongoing. No additional information is available.